Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have blade damage. One of the blade edges was indented, which prevents the blades from closing and cause energy recognition failures. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction : primary product batch/lot number under section d was updated to l82240725 0115 correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, suddenly stopped working during the procedure and the jaws of the instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument tip was broken and no instrument fragments fell into the abdominal cavity. It is normal for the nurse to check the instruments before the operation begins. This is a pancreatic resection operation. I don¿t know this instrument collide with any other instrument. There is no more information regarding this case and the instrument will be return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.